Event description:
Customer alleged lancet protruding from softclix plus lancet device. Customer has discarded the device and was unable to supply details; it is unknown whether the lancet protruded from the device before firing or if the device failed to retract the lancet after firing. Customer reported no serious adverse events related to the device. Suspect device is unavailable for return; replacement product was sent.